Manufacturer narrative:
This product will be returned for evaluation and testing. Additional info will be sent within 30 days upon receipt.

Event description:
Report received indicated during the procedure resistance was felt between the guiding catheter and the stent delivery system (sds). In addition the stent was partially deployed during advancement of the sds. No damages were found during device inspection and device was prepped per the instruction for use (IFU). During product inspection and preparation the stent was contained within the outer sheath and the tuohy borst valve was closed prior to removing the device from the tray. The slack in the catheter was removed inside and outside the pt prior to the stent deployment. The procedure was being performed to treat stenosis of the left carotid artery. The vessel was tortuous. The lesion was mildly calcified measuring (32x72) mm (length x diameter). During sds insertion resistance was felt with the guiding catheter (8f vista brite tip). No issues were reported with the guiding catheter. At this time sds advancement was continued and subsequently the stent partially deployed. Therefore the sds was retrieved and another sds (wallstent/boston scientific) was used to treat the lesion. There was no adverse consequence to the pt.